Event description:
Eval of the case the above mentioned case is a report of an adverse event, experienced in connection with the use of a novopen 3, received from the british health authorities. In the case it is described that: "the pt experienced uncontrolled high glucose. On three occasions a new novopen 3 had cracked the insulin cartridge and the novopen 3 appeared to deliver insulin but less than full dose. On opening the pen it was discovered that the cartridge had cracked." It is not possible to determine whether or not this novopen cracked the insulin cartridges, because no samples were received and no batch-numbers were provided. The british health authorities were unable to provide novo nordisk with further info. Novo nordisk has no prior history of novopen 3 cracking cartridges during normal use. In the above mentioned case it should also be noted that no leaking from the novopen 3 was reported. Neither were there any signs of trauma to the novopen 3. The cracking of the cartridges could have taken place before using them with novopen 3. Frequency analysis the reported event is 'blood glucose increased'. Based on review of historical data from the past 24 months, the frequency and severity of occurrence of 'blood glucose increased; or 'hyperglycaemia' reported with the use of novopen 3 is 0.88%, which is similar to the expected occurrence for the novopen 3.

Event description:
Pt who was using a novopen (insulin delivery device) with actrapid (fast-acting human insulin) experienced uncontrolled high blood glucose. On two occasions the pt's blood sugar was found to be completely out of control-the pt felt ill, sweaty etc. The pt kept re-delivering more actrapid insulin vai the novopen. Pt later discovered that the cartridges were broken inside the pen. There were no signs of trauma to the pen (in jacket pocket) and no sign of leakage from the pen until pt opened the pen to view the cartridge and found it broken. Onset date event reported as 2004/2005, started date of actrapid and insulatard reported as pre 2002. The product is not available for testing.